Event description:
It was reported that threaded persuader broke during post spinal fusion procedure. All pieces were retrieved without incident, or harm to the pt. Surgeon used another instrument to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplement MDR. The sample was received with the reduction insert broken across all of the 4mm holes. The reduction tube prongs were scratched and dented indicating usage. Due to the noted damage, physical dimensional verification could not be completed. From a manufacturing standpoint, this complaint is indeterminate. A review of the device history record did not show conditions that could have contributed to the reported event. Product development inspection concluded the reported issue is indicative of an improper assembly; this complaint is valid from a product developement standpoint. An internal corrective action has been opened to address the root cause of the issue, and product was re-designed to prevent this issue.